Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The date of the event is an approximation. This is 2 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient experienced a seizure after reporting feeling unwell. At the time of the event, the parent checked the continuous glucose monitor (cgm), which showed high glucose reading. The patient was given food. The patient was subsequently seen by their healthcare provider (hcp). A fingerstick blood glucose test was performed, revealing a low glucose level, while the cgm continued to display a high reading, indicating a discrepancy between the two measurements. No blood glucose readings or treatment details were reported from the hospital. However, the parent reported that the patient was tested for influenza via a nasal swab, which returned a positive result. No further treatment was required, and the patient was discharged home after a couple of hours. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was stable and feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. And seizure. This is 2 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records: (B)(4). H6 codes: health effect - clinical code problem code: e0109 viral infection/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.